Manufacturer narrative:
Replacement information provided below was inadvertently missed under previous submission. Left: catalog number: shpx535; serial number: (B)(4). Right catalog number: shpx535; serial number: (B)(4). Manufacturer¿s reference number: (B)(4) replacement information missed under previous submission.

Manufacturer narrative:
On december 15, 2023, mentor became aware that the deflated device was accidentally discarded by the staff. Section h (fields h3 and h6) have been correctly updated on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old female patient underwent revision breast augmentation with 425cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively; diagnosed after visual exam. The patient has consulted with the healthcare professional. The patient underwent bilateral implant exchange surgery with 535cc smooth mentor silicone devices on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).